Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic pneumonectomy, the anvil became misaligned and the deployed staples were partially unformed. The device was used on the left upper lobe. The target tissue was not too stiff. Also, it was found that the device clamped bronchial tube. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient.